Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) kinked during use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) and an ars for evaluation. Visual examination of the returned swg confirmed a set of offset coils near the distal end. Microscopic examination confirmed the offset coils and that both welds appeared spherical and fully formed. The offset coils in the swg body were measured at 577 mm from the proximal weld. The total length of the swg measured 608 mm, which is not within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.852 mm which is not within specifications of 0.788-0.826mm per swg graphic. The swg was inserted into a lab inventory ars and 18 ga introducer needle to functionally test. The swg passed through both with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The sample was sent to the manufacturing site for further investigation after finding that the swg did not match the product specifications. A device history record review was performed on the guide wire and no relevant manufacturing iss ues were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the spring wire guide was found to be kinked in use was confirmed through visual examination of the returned sample. The returned guide wire had one set of off-set coils near the distal end. A device history record review did not identify any manufacturing related issues. The returned guide wire did not meet the dimensional requirements, so a non-conformance was initiated and the product was returned to the manufacturing site for further investigation. Upon investigation, it was determined that the swg was not a teleflex product and rejected the nc. Based on the guide wire returned and the manufacturing site's investigation report of the swg not being a teleflex product, the root cause of this event cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the swg (spring wire guide) kinked during use.